Event description:
It was reported by the patient and an echocardiogram technician that this pacemaker was not pacing properly. The patient experienced dizziness, a sporadic pulse, and low heartrates in the 40s-60s. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.